Event description:
User received a glucose result of 4 (no units of measure given) and when the sample was tested on another analyzer at the site, the result was 2.0 and 2.1 (no units of measure given). No information was given to determine if incorrect results were reported of if any adverse events occurred. The field service representative found there was a fatty build up through the chamber and both the inlet and outlet pathways. After completing corrective maintenance and rechecking, the analyzer produced accurate results.